Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab identified the integrity of the catheter to be compromised. On (B)(6)2019 , the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified ¿tip dome has been bent and dented in several places leaving it rough and with metal exposed. Ring #1 damaged and rough. The clear pebax has been damaged and metal exposed in serval places from the distal end of ring #2.¿ these findings have been assessed as MDR reportable malfunctions. Device evaluation details: on (B)(6)2019 , the device evaluation was completed. The device was inspected and the tip was found damaged with metal exposed. Ring # 1 was found damaged, pebax was observed damaged with metal exposed. Then, magnetic sensor functionality was tested on carto and the catheter failed; error 105 and 106 were observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The customer complaint was confirmed. Improvements have been implemented to reduce magnetic and force sensor internal issues. This issue is highly detectable by the physician. The root cause of the damage along the catheter tip cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref #(B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30117883m number, and no internal action was found during the review. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab identified the integrity of the catheter to be compromised. It was reported by the customer that during the atrial fibrillation ablation procedure, a ¿magnetic sensor error¿ was displayed. A second catheter was used to complete the operation. No patient consequence was reported. The issue of ¿magnetic sensor error¿ is not MDR reportable since the incidence of magnetic sensor error is easy detectable by the user. The catheter is inoperable since it cannot be visualized on the carto system. The user will have to replace the catheter. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote on 3/30/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified ¿tip dome has been bent and dented in several places leaving it rough and with metal exposed. Ring #1 damaged and rough. The clear pebax has been damaged and metal exposed in serval places from the distal end of ring #2.¿ these findings have been assessed as MDR reportable malfunctions. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 03/30/2019 and have reassessed this complaint as reportable.